Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the driveline cable associated with ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed a reactivation event logged on (B)(6) 2020 at 12:58:55, indicating an open phase on the rear stator, causing the pump to run on the front stator only. This likely triggered the subsequent high watt alarm, logged at 13:00:49, due to the increased power consumption required to run on a single stator. An electrical fault alarm was then logged at 13:18:45 due to an open phase on the front stator. Four additional electrical fault alarms, as well as several additional reactivation events, were logged until 16:22:03, indicating open phases on the front and rear stators. Six additional high watt alarms were also logged due to the increased power consumption required to run on a single stator. No vad disconnect alarms or vad stopped alarms were logged within the analyzed period. As a result, the reported electrical fault alarms event was confirmed; however, the reported driveline disconnection event could not be confirmed. Of note, it was further reported that, upon inspection, the driveline locking mechanism was working as intended. Ba sed on risk documentation and the available information, a possible root cause of the reported electrical fault alarm event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable connector locking mechanism was not working properly resulting in an electrical fault alarm and driveline disconnection. Remote trouble shooting was performed to evaluate the locking mechanism. It was working as intended and no other electrical fault alarms were heard. The driveline cable remains in use. No patient complications have been reported as a result of this event.